Manufacturer narrative:
No sample or lot number was provided by the customer, therefore, the device history record could not be reviewed. Historical trending was done. The product passed the requirements of the primary skin irritation test per the technical service report. The exact cause of the skin irritation could not be determined. The esteem smt gloves have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of an individual experiencing a reaction to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor our complaints for any trends.

Event description:
The nurse, (B)(6), wore the gloves for 4.5 hrs and states, she had a dermal reaction. She had worn this glove for several years without apparent problem. She sought medical treatment and was put on sick leave. She apparently has contact dermatitis to latex, and an allergy to thiurams.